Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the cabinet was powered off. A technical support specialist assisted customer to press the power button underneath the screen to resolve the issue. The system functioned as intended after the technical support specialist assisted customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux customer called and mentioned that the cabinet was powered off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.